Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away at home. When asked about the diagnosis or cause of death, they stated that they did not know. The caller stated that the insulin pump in no way contributed to the passing; the customer had been off the insulin pump after going to the hospital for approximately six weeks. The caller declined answering additional details regarding the hospitalization or the customer's health. They inquired why the questions were being asked, and stated that they do not believe the pump malfunctioned or contributed to the passing in anyway, and that they are not available for any future contact regarding the customer's passing or health details. The customer was not wearing the insulin pump at the time of death. The customer was using sensors but was not wearing one at the time of passing. They declined responding to the question whether the insulin pump would be returned for analysis or not.